Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl and failed battery alarm. The customer also indicated that the pump was dropped and has a blank display. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump. Customer indicated that the display returned and the pump is working. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to monitor the pump and to call back if necessary.